Event description:
It was reported that the patient experienced drifting low blood glucose while using the ilet without disconnecting and was concurrently taking a long-acting insulin per their healthcare provider; the daughter was guided to adjust the pump¿s therapy settings by enabling the secondary target to a higher target from 1:00 am to 8:30 am, and the event was categorized as an improper or incorrect procedure or method with no applicable device component implicated. Symptoms included hypoglycemia with a documented glucose of 53 mg/dl requiring treatment with oral fast-acting carbohydrate. Outcomes included an unexpected medical intervention in the form of medication or glucose administration, without hospitalization. Investigation included communication with the user¿s representative and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.